Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records is not being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the out of body test process, the distal tip was observed to be allegedly twisted and separated from the recanalization catheter core wire. Reportedly, another recanalization catheter was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number was unknown. Visual/microscopic inspection: the sample was returned clean. No anomalies were noted to the saline hub or transducer handle. No kinks were noted. The distal tip was examined under microscopic magnification (16x) and material separation was noted at the distal tip. The distal tip and marker band were still in place, and the core wire was intact. The material separation was noted approximately 152.0 cm from the strain relief. As the outer catheter was pulled away from the distal tip, the guidewire lumen was observed to be twisted near the distal tip. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: functional testing could not be performed due to the condition in which the sample was received (i.e. Damaged distal end). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for material separation, as the outer catheter was pulled away from the distal tip. The investigation was confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip. The definitive root cause could not be determined based upon available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the out of body test process, the distal tip was observed to be allegedly twisted and separated from the recanalization catheter core wire. Reportedly, another recanalization catheter was used to perform the procedure. There was no patient involvement.